Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred while in the intensive care unit during use. The zeon medical intra-aortic balloon (iab) had been inserted through the right femoral artery w/o issue. After the pt was transported to the intensive care unit (ICU), the arrow intra-aortic balloon pump (iap-0500j serial number (B)(4)) alarmed system error 7. The user checked the connections of the cables and switched the power off then back on, but the alarm kept going off. While trying to solve the problem, there was a different sound heard from near the helium tank. As a result, the iab was left in place and the pump was switched out for a non-arrow pump successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is good. An update rec'd on (B)(4) 2013 stated that the pump is back in service.